Event description:
The clinician reported 3.5 months after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's insufficient quality and quantity of bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3.5 months after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's insufficient quality and quantity of bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.